Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and the associated right ventricular (rv) lead displayed high, out of range pacing impedances. At this time, intervention has not been performed. No adverse patient effects have been reported. The lead remains in service.